Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during an angioplasty procedure in the right posterior tibial artery, the pta balloon allegedly would not deflate after the first inflation. Reportedly during retraction the balloon allegedly got stuck on the guidewire; therefore, the pta balloon and guidewire were removed through introducer sheath without incident. A new guidewire and another balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported guidewire issue and deflation issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: do not remove the guidewire in situ to shoot contrast through the wire lumen or perform a wire exchange. If the wire is removed while the balloon catheter is situated in tortuous anatomy, the risk of kinking the catheter is increased. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: (B)(4).

Event description:
It was reported that during an angioplasty procedure in the right posterior tibial artery, the pta balloon allegedly would not deflate after the first inflation. Reportedly during retraction the balloon allegedly got stuck on the guidewire; therefore, the pta balloon and guidewire were removed through introducer sheath without incident. A new guidewire and another balloon were used to complete the procedure. There was no reported patient injury.